Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance after inserting the needle into the cartridge. There was no impact to the customer's blood glucose level. During troubleshooting with tandem techical services, the customer reinserted the needle tip and completed the load process.